Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the rotablator burr unit returned for this complaint was the same lot that was reported, however, only the catheter was returned and not the plus unit. An initial examination of the complaint plus unit was carried out. It was noted that the catheter sheath was torn/split 19.5cm from the strain relief and blood was evident throughout the catheter sheath. The burr unit could not be wet tested due to the torn/split sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The rotablator dfu states that "if the hemeostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemeostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve." (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure a shaft break occurred. The 85% stenosed lesion being treated was located in the non tortuous and severely calcified left anterior descending artery. The 1.5mm rotablator rotalink plus was inserted into the patient. The shaft broke. The procedure was completed with a 2.0mm burr, followed by a balloon and stent. There were no patient complications reported and the patient status is ok.

Event description:
It was reported that during a rotational atherectomy treatment procedure a shaft break occurred. The 85% stenosed lesion being treated was located in the non tortuous and severely calcified left anterior descending artery. The 1.5mm rotablator rotalink plus was inserted into the patient. The shaft broke. The procedure was completed with a 2.0mm burr, followed by a balloon and stent. There were no patient complications reported and the patient status is ok.